Event description:
Scissors tip fell off laparoscopic handle while in patient's abdomen for tubal ligation. Surgeon was unable to retrieve equipment via the laparoscopic port. Patient needed to undergo laparotomy to retrieve the scissor tip, extending the incision, and increasing the length of stay.